Manufacturer narrative:
The field service rep determined the sample to be the cause and instructed the customer to run a precision check which was within specification. Calibration, controls and check test performed which all passed.

Event description:
One pt with two samples displayed discrepant total bilirubin results. Sample 1, initial result 13.2 mg per dl, repeated three times gave 12.8 mg per dl each time. Sample 2, tested in early 2009, initial result 12.2 mg per dl, repeated four times gave 12.8, 12.2, 12.1 mg per dl and the next day, gave 0.3 mg per dl (sample sent out for testing). The operator noticed sample 1 was not icteric and had sample 2 drawn the next day. Erroneous results were not reported.